Event description:
During troubleshooting of a check lines and bags alarm during fill 4 of 4 on the homechoice (hc), the registered nurse (rn) had connected the final bag to the heater line, by just switching the bags. The fill volume (fv) equaled 1059ml. The rn wanted to end therapy. The technical service representative (tsr) bypassed the refill. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.